Manufacturer narrative:
H3: product analysis #(B)(4) :part # nav4680003: lot # em23m018 visual and optical inspection did not reveal any damage to the threaded tip of the inserter. Functional inspection confirmed the inner shaft of the inserter has broken at the laser weld pin. The damage to the inner inserter appears to be from excessive force placed on the instrument during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was reported from health care provider via manufacturing representative regarding a product used in prone lateral lumbar interbody fusion for degenerative disc disease. It was reported that during insertion of the anteralign tl implant the retaining rod within the inserter broke. No patient symptoms or complications as a result of this event. No treatment or additional surgery performed as a result of this event. No further complications were reported/anticipated.